Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
(Reference reg report: 3006705815-2019-03308). It was reported the patient was experiencing a decrease in pain relief. It was confirmed the patient fell and had lead 9 of 16 with all contacts high. In turn, surgical intervention was undertaken on (B)(6) 2019, wherein the leads and anchors were replaced leads and. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.